Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited noise reversion. No intervention was performed. There were no patient consequences reported.